Event description:
It was reported that the unspecified bd infusion set experienced overinfusion, check valve malfunction, and flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown I'm reporting a new suspected over-infusion or back check valve failure: event date: (B)(6) 2021 secondary infusion of magnesium sulfate infused much faster than expected equipment: pcu sn (B)(6). Lvp sn tbd. Unknown set model and lot numbers patient effect: no harm reported.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that a secondary infusion of magnesium sulfate infused much faster than expected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced overinfusion, check valve malfunction, and flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. I'm reporting a new suspected over-infusion or back check valve failure: event date: (B)(6) 2021. Secondary infusion of magnesium sulfate infused much faster than expected. Equipment: pcu sn (B)(4). Lvp sn tbd. Unknown set model and lot numbers. Patient effect: no harm reported.